Event description:
Following a patient's complaint and after an examination, doctor reported a fracture in 3 implants. This report is 3-last of 3 related to this event.

Manufacturer narrative:
Following a thorough investigation into the complaint, no product deficiencies or manufacturing process deviations have been detected. We diligently attempted to establish communication with the dentist. While the dentist did provide some information, crucially, they have not furnished the lot numbers for the prosthetic parts or photographs of the restoration in its intraoral context. Consequently, we are unable to arrive at a definitive conclusion regarding the underlying cause of the issue. Should new or additional information become available during the course of this investigation, we will provide a follow-up report accordingly. We mistakenly sent the answer for this complaint on (B)(6) 2023 to the test system instead of the production account. Hence, the late reporting. We attached the approval that we sent the report to the test system. We improved our reporting process to avoid recurrence of such mistake.

Manufacturer narrative:
UDI related data quality updates only.